Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the residual liquid or foreign material come out of channel tube, residual liquid or foreign material come out of suction cylinder, foreign objects come out of distal end, forceps elevator has foreign material is cause not established and the most probable cause of the scape at ultrasonic transducer has corrosion, gap between acoustic lens and ultrasound probe and adhesive around objective lens is peeled is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited residual liquid or foreign material come out of channel tube, residual liquid or foreign material come out of suction cylinder, ultrasonic transducer has corrosion, foreign objects come out of distal end, forceps elevator has foreign material, a gap between acoustic lens and ultrasound probe and adhesive around objective lens is peeled. There was no patient involvement.